Event description:
Patient was revised due to pain and MRI findings. **update** (B)(6) 2013- medical records and legal claim received. Legal claim alleges that the patient suffers from pain, weakness, cyst, elevated levels of cobalt chromium, and tissue destruction. Part/lot information and doi were provided.

Event description:
Patient was revised due to pain and MRI findings.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.